Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley tray 14fr had no foley catheter attached to drainage system . Per follow up via email response on (B)(6) 2023, it was reported that the foley catheter expelled with fudus evaluation in operating room 3 special cases. Stated that 14 french foley replaced in operating room draining well 200cc intial and urine output in case 150cc, inflation of balloon witnessed and documented on 1st insertion. This was a theme that has been reported before of foleys being expelled spontaneously. In this case the balloon was deflated when it fell out.

Event description:
It was reported that the foley tray 14fr had no foley catheter attached to drainage system . Per follow up via email response on 13mar2023, it was reported that the foley catheter expelled with fudus evaluation in operating room 3 special cases. Stated that 14 french foley replaced in operating room draining well 200cc intial and urine output in case 150cc, inflation of balloon witnessed and documented on 1st insertion. This was a theme that has been reported before of foleys being expelled spontaneously. In this case the balloon was deflated when it fell out.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿incorrect operation¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. A labeling review is not required because a review of the label could not have prevented this issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.